Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received info that a review of the presenting electrogram showed undersensing of p-waves. It was reported that the p-waves had been small at 0.4 millivolts and the trend showed a decrease in the p-wave amplitudes and impedance measurements as well. A local field rep reported that the device was reprogrammed to ddir mode. The pt will continue to be monitored. The system remains in service. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.